Event description:
This case was initially received via regulatory authority ansm ((B)(4)) on (B)(6) 2017. This spontaneous case was reported by a consumer and describes the occurrence of device allergy ("allergies / allergies to the essure") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device allergy (seriousness criteria medically significant and intervention required), migraine ("migraines"), pelvic pain ("pain"), nasopharyngitis ("colds") and bronchitis chronic ("chronic bronchitis"). At the time of the report, the device allergy, migraine, pelvic pain, nasopharyngitis and bronchitis chronic outcome was unknown. The reporter provided no causality assessment for bronchitis chronic, device allergy, migraine, nasopharyngitis and pelvic pain with essure. The reporter commented: inserts removal was planned due to allergies to the essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: 1. Device allergy: the analysis in the (B)(6) database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.